Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became difficult to read in indoor and outdoor light. The reporter allegedly had to block light around the pump in order to read the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/01/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared faded and discolored. Unrelated to the complaint, the pump battery compartment was observed to be cracked. Additionally, a review of the device history indicated a time and date reset following a pump reboot. The pump case was removed and the internal clock battery on the printed circuit board was found to be leaking.